Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message after 2 days of wearing the adc freestyle libre sensor. Customer reported that on (B)(6) 2018, he had symptoms of feeling cold and perspiring and then experienced a loss of consciousness. Customer reported that he was treated with a glucagon injection. The customer noted that he was not treated by a health care professional. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section ( device mfg date) has been updated. The reported sensor has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Sensor plug was properly seated in mount. No failure mode was observed on sensor plug assembly. Sensor inserted into the sim-vivo test fixture. All results were within specification. No product deficiency was identified.

Event description:
Customer reported receiving a "replace sensor" message after 2 days of wearing the adc freestyle libre sensor. Customer reported that on (B)(6) 2018, he had symptoms of feeling cold and perspiring and then experienced a loss of consciousness. Customer reported that he was treated with a glucagon injection. The customer noted that he was not treated by a health care professional. No further treatment was reported. There was no report of death or permanent injury associated with this event.